Manufacturer narrative:
This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05083, 0001825034-2017-05085. Implanted on unknown day in 1998. Concomitant medical products: unknown stem; 32 mm cocr mod hd +6 mm no skirt catalog 163674 lot 654500; e-poly 32 mm +3 hiwall lnr sz22 catalog ep-108322 lot 495850. Reported event was unable to be confirmed due to limited information received from the customer. Review of radiographs indicated the presence of a smaller femoral head than previous radiographs, which is associated with greater risk of impingement, smaller jump distance and increased risk of dislocation. However, radiographs did not indicate dislocation; therefore the event was not confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a third closed reduction due to dislocation within one year post-implantation.